Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth are worse than prior to starting treatment. Their open bite was exacerbated by the byte aligners. Patient says that guidelines recommend treating an open bite with rubber bands and that byte does not offer this. Provided information on not treating pre existing bite conditions and that byte treatment does not call for rubber bands. Byte would like to continue with treatment. Received update from patient; they were seen by their dentist who recommended that they stop treatment due to peritoneal gum recession that is caused by the aligners. Patient has ceased treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.